Manufacturer narrative:
Novolog® was tested for up to 72 hours.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 331mg/dl. The customer changed out the infusion set/ cartridge, administered a manual injection, and changed settings (without a healthcare provider's instructions). By the evening the customer's bgs had decreased to 115. Recommendation was made that the customer consult with a healthcare provider prior to changing pump settings. Tandem technical support also discussed labeling with the customer, as the customer was also changing out cartridges every 5-6 days, instead of every 3 days (per labeling and testing).